Event description:
Revision surgery - revised cup to zimmer biomet, needed new head.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-01166; 940-01-54g, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.